Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: japan. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place and there was a residue on the motor and on the mount below the back of the motor. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac did not work at all, and the battery pack was getting hot. There was no harm reported. A 0-15 minute delay occurred in the procedure. Diligence is complete. During device evaluation, it was discovered that the batteries were leaking. No additional information is available.